Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an issue with sound alarm and resolution. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A quote for onsite service was provided to the customer; however, the quote expired and no work was performed by philips. There is no additional information available and the cause was unable to be determined. If additional information is later obtained, the complaint will be reopened. H3 other text : see h10.